Manufacturer narrative:
The investigation of the product was completed on 2024-01-09. Based on the damage described, the breakage of the ceramic beak may have been caused by the inner stem being pulled out of the outer stem at an angle. If the inner shaft is pulled out of the outer shaft at an angle, this presses the ceramic against the outer shaft and can lead to breakage. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that while doing a resection under a gynae list. Where the karl storz gynae resectoscope sheath has melted and the ceramic beak has broken. Fortunately, the patient and safe and all debris were retrieved inside the patient's cavity. It was stated that a medical/surgical intervention was required to retrieve the broken parts. No death or (unanticipated) serious deterioration in state of health reported. Due to the medical intervention, a report is required.